Event description:
Initial results for a patient creatinine and bun were 23.3 and 144 mg/dl. When repeated, the results were 0.8 and 0.8 mg/dl for the creatinine and 13 and 13 mg/dl for the bun. No adverse events were reported in association with the incorrect result. The field service representative was unable to determine a cause for the discrepant result.